Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 3 yrs post-implant, the pt expired. No specific details were provided surrounding the death of the pt. Upon requesting info from the hospital, it was reported that it was unclear why the pt expired.